Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right upper lobectomy, when the stapler was positioned with its reload, it was not able to fire. The surgeon was able to press the green button but unable to squeeze the handle. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right upper lobectomy, when the stapler was positioned with its reload, it was not able to fire. The surgeon was able to press the green button but unable to squeeze the handle. They opened another handle to resolve the issue in order to complete the case. There was no patient injury.